Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a detached sensor wire was reported. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated upon removal of the sensor, the wire stayed in the patient¿s skin. She stated that the patient experiencing pinching pain where the sensor and was taken to the emergency room (ER) on (B)(6) 2019. An x-ray image was performed, and it showed the sensor was still in the patient¿s abdomen. On (B)(6) 2018, further contact was made with the patient¿s mother and she indicated that the area was inflamed and looked like a 'c-shaped welt'. She also stated that she was trying to find a medical provider to extract the sensor from the patient¿s body. At the time of contact, the patient was still experiencing pain. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed, and the inspection failed. It was determined that the sensor wire was missing. The allegation was confirmed and a probable cause could not be determined.